Event description:
Adult ambu bag, sticky duckbill. No death or serious injury reported.

Manufacturer narrative:
The affected device was not available for investigation. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. A recall was initiated in may of this year.